Manufacturer narrative:
(B)(4). Evaluation: a review of the complaint data was performed to assess the performance of the assay. The complaint activity was normal for the issue under investigation. Historical data generated through a complaint investigation for the same causative agent was reviewed along with a data disk sent by the customer. To investigate this issue, a review was conducted of the logs from the architect analyzer, (B)(4) to determine if the elevated troponin concentration values may have been due to static interaction from the architect reaction vessels (rv). It was determined that the normal cmia (chemiluminescent microparticle immunoassay) response observed in the architect testing runs are not indicative of static interaction from the architect rvs. A review, conducted of the customer complaints received to-date, determined there was no increase in complaints related to this issue. Additionally, the review did not identify any records, which would explain the customer's observation. To further investigate this issue, an accuracy study was performed on the architect stat troponin-I assay. All replicate testing met the required criteria. Based on the investigation the architect stat troponin-I assay, list number 2k41, lot number 26591un08 is performing as intended. No product deficiency was identified. This is the final report.

Event description:
The account stated that the architect troponin-I reagent has generated a false positive result when compared to another analyzer. The initial result was reactive 0.30, the retest result was 0.00. The sample was tested on another analyzer and the result was reactive 0.05 (the cutoff value is 0.05). Units of measurement was not provided. The account reported out the lower result as it fit the patient's clinical picture. Field service was requested. There was no impact to patient management reported.

Event description:
Patient revised to address infection, poly was exchanged.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.